Event description:
A non-health care professional reported that after an intraocular lens (iol) implantation procedure, the patient experienced decrease in near vision and colors appear pale. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was mechanical defect of lens. Additional information received stating that the lens was replaced with non-company lens. There was no further impact to the patient. There are two medical device reports associated with this report. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.